Event description:
In 2007, two gore tag thoracic endoprostheses were implanted. The patient presented with a proximal type I endoleak. The following month, two additional gore tag thoracic endoprostheses were implanted, and the proximal type I endoleak was successfully repaired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: on 6/7/2007 two gore tag thoracic endoprostheses were implanted (tg2815/lot#04440378 and tg2815/lt#04708313). On 7/20/2007 two gore tag thoracic endoprosthesis were implanted (tg2815/lot#04104852 and tg3110/lot#05034381).